Manufacturer narrative:
Exemption number: e2015015. (B)(4). Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 23 months after the dental implant and abutment were placed in ada site 29 in the mouth, the implant did not achieve osseointegration. Clinician noted patient's pain, bone loss, and insufficient bone quality/quantity. Overload has occurred. The product will be forwarded to the manufacturer for investigation. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Follow-up being sent in order to correct the name of the implant.

Event description:
The clinician reported that 23 months after the dental implant and abutment were placed in ada site 29 in the mouth, the implant did not achieve osseointegration. Clinician noted patient's pain, bone loss, and insufficient bone quality/quantity. Overload has occurred. The product will be forwarded to the manufacturer for investigation. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The clinician reported that 23 months after the dental implant and abutment were placed in ada site 29 in the mouth, the implant did not achieve osseointegration. Clinician noted patient's pain, bone loss, and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation.